Manufacturer narrative:
The device is available for evaluation; it has not been received. The investigation is pending.

Event description:
Event occured regarding an 124" (315 cm) appx 9.8 ml, transfer set with microclave clear, dual check valve, smallbore trifuse ext with 0.2 micron filter, 5 clamps (4 blue, white), 3 microclave clear, rotating luer where it was reported that there was crack and leaking in this set. The event occurred when the lines hung at 20:30, discovered leaking at 03:23 and the infant on ventilator in isolette. There was patient involvement with no patient harm.